Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an a33 alarm. The customer's blood glucose reading was 399 mg/dl. The patient stated that the battery compartment is broken off. The customer stated that the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to cracked end cap. The insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. Unable to complete testing due to prime alarm.